Manufacturer narrative:
(B)(4).

Event description:
It was reported in (B)(6) 2010, that the pt experienced a severe stomach ache, nausea, and loose stools after recharging. The symptoms began after the pt's implantable neurostimulator was moved from the back to the abdominal area. No details were provided in regard to the reason for the relocation of the pt's device. The stomach ache lingered "for days". The pt, typically, recharged once per monthly for six to seven hours. It was later reported that the pt had an ultrasound performed on (B)(6), 2011, due to a "bad belly ache and diarrhea." The pt continued to have concerns with the device/therapy, but had not sought further assistance. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.